Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix panel nmic-488 a patient isolate was missing the extended-spectrum beta-lactamases (esbls) ambler molecular classification. No health impact or consequence reported. This is report 4 of 10.